Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention reported under MFR. Report#: 1627487-2017-05265 and MFR. Report#: 1627487-2017-05266. During the procedure, a possible cerebrospinal fluid leak occurred when the replacement lead was implanted. As a result, the patient experienced a headache post-op. In turn, the patient was given caffeine, medication, and was instructed to lie down. The patient's issue resolved over time.